Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2013-04066, 2134265-2013-04067, 2134265-2013-04068. (B)(6) clinical study. It was reported that during a stenting treatment procedure, a vessel dissection occurred. In (B)(6) 2013, the patient presented with unstable angina. The target lesion was 80% stenosed and 25mm in length located in the proximal right coronary artery (rca) with a reference diameter of 2.25mm. The second lesion was 80% stenosed and 14mm in length located in the mid rca with a reference diameter of 2.25mm. The diffusely diseased two discrete lesions located in the proximal rca were treated with rotablation using a 1.25mm rotablator rotalink plus. Pre-dilation was completed by using three emerge balloon catheters a 2.0x20mm, 1.5x20mm and 2.0x30mm. Post pre-dilation, a grade ¿d¿ dissection was noted in the proximal rca. This was treated with placement of a 2.25x20mm and 2.25x32/38mm study stents proximally. The mid rca was treated with rotablation and angioplasty with good results. . The patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post pre-dilatation, grade "b" dissection was noted in the proximal rca not a grade ¿d¿ dissection as originally reported.